Manufacturer narrative:
Additional suspect medical device components involved in the event: model number/catalog number: sc-2218-70 serial number: (B)(6) batch/lot number: 7108756 model/catalog description: linear st lead kit 70 cm unique identifier (UDI): (B)(4). Model number/catalog number: sc-2218-70 serial number: (B)(6) batch/lot number: 7108538 model/catalog description: linear st lead kit 70 cm unique identifier (UDI): (B)(4).

Event description:
It was reported that the patient had an infection at the implantable pulse generator (ipg) site and at the lead insertion site. The incision dehisced with yellow vicious fluid discharged from site. The patient was administered antibiotics and underwent a procedure where the spinal cord stimulation (scs) system was removed. Post operatively, the patient was doing well and will be reimplanted with the scs system once they have healed. Culture results indicate the presence of staphylococcus aureus. The physician is unsure what caused the infection.